Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. A06678). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3582 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced depression ("anxious-depressive condition"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered depression and medical device removal to be related to essure administration. The reporter commented: since the implementation of the product with lot number a06678 ref ess305 , there have been multiple and serious complications derived from its side effects, including an anxious-depressive condition that is triggered in relation to and as a consequence of the physical problems suffered after the implantation of the products. Contraceptive devices, until their withdrawal on (B)(6) 2023. Lot number: a06678 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("severe pain in the lower abdominal area") in a 43 year-old female patient who had essure inserted (lot no. A06678) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of depression, depression, bad mood, hypogastric pain, device intolerance, caesarean section, fibrocystic breast disease, psoriatic arthritis and penicillin allergy. Concurrent conditions were listed as lower abdominal pain, swelling abdomen, low back pain, hypogastric pain, iliac fossa pain, abdominal pain, cyst breast and dyspareunia. The only concomitant product mentioned was adalimumab. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), depression ("anxious-depressive condition"), dyspareunia ("very painful sexual intercourse"), genital haemorrhage ("very heavy bleeding,"), skin disorder ("skin problems"), bone pain ("bone pain"), dyspnoea ("breathless"), dizziness ("dizzy"), dermatitis contact ("hypersensitivity to nickel: contact dermatitis"), back pain ("he was experiencing pain and stiffness in her back in lumbar area"), hidradenitis ("hidradenitis"), device intolerance ("intolerance of the essure devices"), vaginal haemorrhage ("vaginal hemorrhages"), loss of libido ("loss of libido"), anxiety ("anxiety"), arthralgia ("pain in right hip"), breast cyst ("inflammatory lesion in left breast"), myalgia ("multiple generalized muscular pains") and intermenstrual bleeding ("metrorrhagia"). The patient was treated with clindamycin (clindamycin phosphate), wynzora (betamethasone dipropionate, calcipotriol), ciprofloxacin (ciprofloxacin hydrochloride), elidel (pimecrolimus), lorazepam and fluoxetine (fluoxetine hydrochloride) as well as surgery (bilaterally + double salpingectomy via laparoscopy).essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bone pain, breast cyst, depression, dermatitis contact, device intolerance, dizziness, dyspareunia, dyspnoea, genital haemorrhage, hidradenitis, intermenstrual bleeding, loss of libido, myalgia, skin disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: since the implementation of the product with lot number a06678 ref ess305, there have been multiple and serious complications derived from its side effects, including an anxious-depressive condition that is triggered in relation to and as a consequence of the physical problems suffered after the implantation of the products. Contraceptive devices, until their withdrawal on (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2018: currently no areas of medullary bone oedema or erosions in sacroiliac joints. No other findings. [Pathology test] on (B)(6) 2023: a) labelled in the jar with the letter I "left adnexa": segment of uterine tube with fimbriae 5 cm long and a diameter ranging from 0.5 to 0.7 cm, light brown in color with fine visible vascular weft. In the same jar, 4 fragments of between 0.5 and 1.1 cm are received, the largest of which has an adipose appearance and yellowish coloring. Representative sampling of the tube and inclusion together with the other fragments in block a1. B) labelled in the jar with the letter b "right tube": segment of uterine tube with fimbriae at one end, 4 cm long and between 0.5 and 1 cm in diameter, light brown in color with violet areas and fine vascular weft visible. In the same jar, a fragment with blunt edges and brownish coloration, 1.5 cm in length, representative of the tube, was received and included together with the other fragment in block b1. Diagnosis: uterine tube segments: no significant alterations. [Ultrasound scan] on (B)(6) 2020: uterus in anteversion with normal characteristics. Homogeneous endometrium. Both ovaries normal. Both essure devices are visualized. Normally placed. No free fluid in fundus of douglas¿ pouch. Clinical judgment: normal examination. Essure [ultrasound scan vagina] on (B)(6) 2018: essure devices were correctly fitted. [X-ray of pelvis and hip] on (B)(6) 2018: bilateral. No radiological alterations assessable with this imaging technique in both coxofemoral joints. Lot number: a06678 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-may-2024: medical record received. New events breathless, dizziness, contact dermatitis, back pain, hidradenitis, device intolerance, vaginal hemorrhages, loss of libido, anxiety, pain in hip, cyst breast, myalgia , metrorrhagia were added. Medical history, concomitant drugs were added. Lab data added. Reporter causality comment updated. New reporter updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe pain in the lower abdominal area") in a female patient who had essure inserted (lot no. A06678). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), depression ("anxious-depressive condition"), dyspareunia ("very painful sexual intercourse"), genital haemorrhage ("very heavy bleeding,"), skin disorder ("skin problems") and bone pain ("bone pain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, bone pain, depression, dyspareunia, genital haemorrhage and skin disorder to be related to essure administration. The reporter commented: since the implementation of the product with lot number a06678 ref ess305, there have been multiple and serious complications derived from its side effects, including an anxious-depressive condition that is triggered in relation to and as a consequence of the physical problems suffered after the implantation of the products. Contraceptive devices, until their withdrawal on (B)(6) 2023. Lot number: a06678. Manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-sep-2023: event medical device removal is replaced with abdominal pain lower, painful sexual intercourse, genital bleeding, skin problem & bone pain were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. A06678). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3582 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At an unknown time, she experienced depression ("anxious-depressive condition"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered depression and medical device removal to be related to essure administration. The reporter commented: since the implementation of the product with lot number a06678 ref ess305, there have been multiple and serious complications derived from its side effects,including an anxious-depressive condition that is triggered in relation to and as a consequence of the physical problems suffered after the implantation of the products. Contraceptive devices, until their withdrawal on (B)(6) 2023. The most recent follow-up information incorporated above includes data received on: 04-sep-2023: processed with initial. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.